Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010 for bilateral leg pain. It was reported that the pt's lead has migrated and he now only feels stimulation in his abdomen and right knee. No surgical intervention is planned at this time.